Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: reportable aware date was initially reported as (B)(6) 2021 but should have been (B)(6) 2021.

Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 3006705815-2021-06159. It was reported that the patient's leads migrated resulting in ineffective stimulation. The issue was confirmed via fluoroscopy. It was noted that the patient sustained a fall just prior to the onset of ineffective stimulation. Surgical intervention took place wherein the leads were explanted and replaced with a paddle lead resolving the issue.